Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported procedure cancellation could not be conclusively determined.

Event description:
During a procedure the generator displayed a help message. There was no resolution and the procedure was cancelled. There were no adverse patient consequences.